Event description:
A malfunction on the pump was reported by the caller, which occurred after exposure to extreme temperature and humidity. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the caller with information to reset the pump, successfully assisted in doing so, and advised that the customer could continue using the pump unless the malfunction code recurred. The customer acknowledged understanding of the instructions given.